Manufacturer narrative:
The weight cell for fluid management system was returned and tested. The issue of inaccurate fluid readings was confirmed. The weight sell has been repaired by a third party facility. It is now found with a damaged hook and missing washers. The weight cell has been in use for 3 years and has never been returned for calibration or service.

Event description:
Allegedly, during a hysteroscopy, doctor noticed that endomat was reading inconsistent fluid deficit; no accuracy with readings at all. The reading for fluid deficit was 500, and then it drastically fluctuated to approx 1300 and then went down again. They visually reconciled how many bags of fluid were used versus the amount of fluid in suction containers. Procedure was completed and doctor was able to finish what he needed to. The pt's labs were drawn and were within normal limits. Pt seemed to be fine and no indication of fluid overload. Pt is doing fine post-operative.